Manufacturer narrative:
The device was in service for approximately 5 years, 5 months before being abandoned / capped on (B)(6) 2002. The device was used for treatment. The device was not returned. There was no product performance issue reported. As per IFU, infection is listed as possible complications of the device. As with the introduction of any foreign object into the body, an infection might result. Removal of the device may be required. No further investigation required. The device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. There is no allegation that the device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that patient has abandoned system and that they are going to extract on the right side. Rep not sure what they are doing with the active left side leads. Patient has infection but she is not sure what it is from. Uti and something else going on. (B)(6) hospital. Rep working with hcp dr. (B)(6) but they aren't sure who is going to do the procedure. Rep not sure of event date but is going to try to find out more information. Rep not sure when they are going to be able to replace device so rep wanted to know behavior if they go past 90 days. Discussed bcd behavior and can't ensure therapy. Patient is in the hospital and is being monitored. Requested that rep call back with any updates or log in iris. Rep said that physicians are still discussing the plan with the patient. Follow up information received 06/21/2022: the patient's device was removed. The battery was 90-days past eri. (Pacemaker). The lead was surgically capped on (B)(6) 2002 for reasons unknown. The lead remains implanted.

Manufacturer narrative:
H10: added the two additional paragraphs below. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.